Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2018-02905. It was reported that the patient's ipg was unable to be set in MRI mode, due to low impedances. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-02905. Further follow-up indicates the patient had their scs system explanted.